Event description:
It was reported that this implantable pulse generator, pacemaker (non-crt) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. There were no adverse patient effects. Boston scientific received information that a request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This implantable pulse generator, pacemaker (non-crt) remains in service.

Event description:
It was reported that on this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device was later explanted and returned for analysis.

Manufacturer narrative:
The returned device was analyzed, and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that on (B)(6) 2018 this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. There were no adverse patient effects. Boston scientific received information that a request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This implantable cardioverter defibrillator (ICD) has been explanted and is out of service. Should additional information be provided a new report will be submitted.